Event description:
The patient reported that for over a week he had been feeling light-headed and experiencing increased pain and nausea. He also reported that his legs were weak. The patient reported that he had spoken to his hcp about the symptoms and they told him that they may decrease his dosage. The patient was encouraged to follow-up with his hcp. The pump was programmed to deliver dilaudid. The concentration and daily dose were not reported. Additional information has been requested, a follow-up report will be submitted if additional information becomes available.